Event description:
This (B)(6) male decedent was bedridden. A fire apparently started in the wiring of the remote control/motorized hospital-type bed. Daughter was able to rescue decedent's wife who was in same bed. When she had returned to rescue father, the fire had spread to the point she was unable to reach him. Fire scene investigation noted bubbling on wires but not on other appliances in the room. Witnesses described bed fire to police. (B)(6). Product model and serial numbers = burnt, purchased at store (B)(6). Cause of death: inhalation of products of combustion.